Manufacturer narrative:
The device was returned for investigation. The investigation determined that there was an electrical short which caused the reported issue.

Event description:
During device checkout at a service center, it was reported that the device powered off without the inop alarm. There was no patient involvement.